Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the jaws and some signs of clinical usage. There was some evidence of blood. The jaw boots were subjected to a pull test and the silicone boots remained intact. Based upon the visual observations, the reported complaint for "jaw boot peeling" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number -(B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two vasoview hemopro jaw boots broke. The first jaw boot fractured during the procedure, about 1/2 way through harvesting. The second jaw boot was sliding off so the harvester slid the jaw boot back on and used it to complete the procedure. Nothing detached from the jaws. The hosp did not report any pt effects. The product was returned.